Event description:
The dept of health reported a rising trend in contact lens (cl) related keratitis. According to hosp records, a rising trend for hosp admission due to cl related keratitis was observed. A total of 68 episodes of cl related keratitis (40.5% of all admission episodes due to `all keratitis' in the same period) were retrieved from in-pt records. Out of the 68 episodes, 2 pts had been admitted twice for cl related keratitis during the same period. Thus 66 pts were indentified. Sixty-two pts were interviewed for further info about the contact lens solution and contact lens they used. Among the 62 pts, 25 reported to have used bausch & lomb renu contact lens solution before their symptom onset. Among the 25 users, fusarium spp was more commonly isolated from the clinical specimens (7 out of 20 specimens). Only a few pts could provide the lot numbers of the contact lens solution.